Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user experienced multiple overnight low blood glucose readings, with the lowest reported at 46 mg/dl. The user was unable to confirm with a glucometer due to equipment issues. The caregiver reported that the user consumed fast-acting carbohydrates, which did not sustain glucose levels, and later consumed a peanut butter and jelly sandwich. The device displayed a sensor error the previous day. At the end of the call, the user¿s glucose had risen to 83 mg/dl. A follow-up on the morning of (B)(6) 2025 confirmed that glucose levels had stabilized, with readings of 176 mg/dl upon waking and 136 mg/dl before breakfast. No symptoms were reported. No medical intervention occurred.